Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to confirm the external flash error, external ram crc error, unexpected restart error or watchdog timeout alarms and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for insulin pump error. Customer's blood glucose level was 95 mg/dl. Customer reported multiple insulin pump error. The insulin pump will be returned for analysis.